Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin irritation and overgrowth at the abutment site. On (B)(6) 2014, the patient underwent a procedure for skin debridement and removal of the abutment. The implanted device remains.